Manufacturer narrative:
The chemical indicator present on the scbi evidenced passing results. The user facility reported that instruments present in the cycle were utilized in patient procedures. The facility followed their protocol for patient notification. No adverse effects were reported as a result. A steris service technician arrived on site to inspect the v-pro max sterilizer and identified that the sv5 valve required replacement. The technician replaced the sv5 valve and adjusted the reservoir, ran a test cycle , and found the unit to be operational.

Event description:
The user facility reported their self-contained biological indicator (scbi) evidenced positive results.